Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), an arc was seen from the associated electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and the electrode pads were returned to zoll medical corporation. The device and the electrode pads were put through extensive troubleshooting without duplicating the reported malfunction. Visual inspection of the electrode pads showed some scaly skin attached to the adhesive on the pads and evidence of arcing. Review of the device log did show evidence of poor pad contact between the patient and pads. The instructions for use guide states poor adherence and/or air under the electrodes may lead to possible arching or skin burns. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.